Event description:
The customer reported experiencing cartridge alarm 30, which did not occur during the load process. Due to the issue, the customer's blood glucose level was high, leading them to take corrective action by administering a correction bolus via the pump. The customer did not require assistance from a third party. Technical support confirmed cartridge alarms with consecutive cartridges and resolved to replace the pump. While awaiting the replacement, the customer planned to use a backup insulin pump to ensure continued insulin delivery. The problematic pump was instructed to be returned to tandem within 10 days using a return box and pre-paid label, and the customer acknowledged and understood the instructions and actions advised by technical support.